Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high basophil differential results generated by the coulter hmx hematology analyzer with autoloader for one patient. The specimen was rerun twice on an alternate unit and lower results were obtained. Manual differential was not performed. The erroneous results were not reported outside the laboratory patient treatment was not impacted by this event.

Event description:
It was reported that the superior screws on left side of patient's anatomy on two 1-level plates would not capture the screw. In one plate the ring came out. In the second plate, the screw would not capture the ring. Surgery completed with a different product. Patient outcome: no adverse effect reported as a result of this event.